Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The cause of the event was unknown. The patient was treated with injection amikacin (150mg, intraperitoneally, twice a day, duration not reported) and injection larimox (0.6mg, intravenously, twice a day, duration not reported) for peritonitis. The outcome of the event was not reported. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).